Event description:
It was reported a non-critical alarm was heard and confirmed by telemetry. The alarm was due to the low reservoir volume had been reached. The pump was refilled, a but a few days after the refill, the pt heard the critical alarm sounding. The pt was admitted to the hospital with withdrawal symptoms. The pump was interrogated and found to be in safe state mode, which dropped the dose to a non-therapeutic rate of 3mcg/day. The drug in the pump was lioresal at 500 mcg/ml programmed to infuse 120 mcg/day. The hcp programmed the pump out of safe state mode to 120 mcg/day and updated the pump. Review of the telemetry strips noted safe state mode and low battery reset had occurred multiple times. Multiple attempts to reprogram had been made with the device continuing to reset to safe state mode. The pump was alarming every 5 minutes, was in safe state mode, and the hcp was unable to reprogram the pump. The pt was on oral baclofen and valium until the pump was replaced later that day. The hcp reported the pt was in stable condition.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.